Event description:
It was reported that shaft break occurred. The 30mm in length, de novo target lesion was located in the mildly tortuous, moderately calcified and 2.75mm in diameter right coronary artery. A 2.75mm x 32mm liberté¿ stent was selected however during insertion of the stent delivery system (sds) into the patient, the shaft of the sds broke while still outside the body. The device was completely removed with the stent still intact on the sds balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The 30mm in length, de novo target lesion was located in the mildly tortuous, moderately calcified and 2.75mm in diameter right coronary artery. A 2.75mm x 32mm liberté¿ stent was selected however during insertion of the stent delivery system (sds) into the patient, the shaft of the sds broke while still outside the body. The device was completely removed with the stent still intact on the sds balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a liberte sds in two pieces with stent. There was contrast in the inflation lumen and on the hypotube and tip. There was blood in the guidewire lumen. The balloon was tightly folded with the stent secured on the balloon between the markerbands. Microscopic examination and tactile inspection presented no damage or irregularities in the shaft of the device. Microscopic examination and tactile inspection revealed numerous kinks throughout the hypotube. The inspection also revealed a complete hypotube separation 34.5cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).